Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 579 mg/dl which was treated with manual injection. Troubleshooting was not performed due to customer leaving the room. Calling emergency service was declined.